Event description:
Reporter noted the laser filament of the probe fell forward, protruding about 1-2mm from the end of the metal casing, while in the eye in two consecutive cases. Changed probes and completed procedures with no injuries. Felt this could cause injury if it recurs.